Event description:
N/a

Manufacturer narrative:
The hakim valve (ID 823844) was returned for evaluation. Device history record (DHR) - the product code 82-3844 with lot 4739854, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 70 mmh2o. The valve was visually inspected, biological debris was noted in the needle chamber. The valve was hydrated. The catheters were irrigated, and no occlusion noted. The valve passed the test for programming, occlusion, leak and reflux. The valve was pressure tested and it failed the test. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris were found on the ruby ball, on the seat of the ruby ball and motor. Root cause analysis - the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve in view of the biological debris discovered during the investigation. The root cause for the pressure issue noted during the investigation is due to biological debris found on the ruby ball and on the cam / ball arm assembly as well as the "rc", the debris was stopping the ruby ball from being seated correctly.

Event description:
A physician reported a hakim valve (ID 823844) was implanted via ventriculoperitoneal shunt on unknown date with unknown setting. An obstructions was found, therefore the valve was removed and replaced with a certas valve (ID 828804) on an unknown date. According to the information provided, it is unknown if patient had any sign and symptoms due to occlusion.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.